Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the emergency room after receiving a patient notifier. An alert for non-sustained rv oversensing was observed. Noise was observed. The noise was reproduced with isometrics. Programming changes were made.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that low r-waves and high capture threshold were observed. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.